Event description:
It was reported that after the device was hooked-up to the patient it would not shut off. A back-up device was used. A very minimal amount of blood was collected according to the sales representative. The patient did not require any pre-donated or bagged blood. There were no adverse consequences, no medical intervention and no delay reported.

Event description:
It was reported that after the device was hooked-up to the patient it would not shut off. A back-up device was used. A very minimal amount of blood was collected according to the sales representative. The patient did not require any pre-donated or bagged blood. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the complaint was confirmed. The following possible root causes have been identified, but not limited to: broken or damage component during the assembly process. Damage component from supplier or during shipping and handling process. The event did not involve an adverse trend or unanticipated hazard. Actual occurrence for this failure mode is less than or equal to the established on the risk documents. Product surveillance will continue to monitor complaints of this type for adverse trends.